Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occured during skin closure of a wound. The thread broke on different locations while the doctor was throwing the stitch, several times per suture, regardless of the tension applied. A new device was used in order to complete the case. There was no patient injury involved. The status of the patient is alive and well.